Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
It was reported on (B)(6) 2022 that the patient had died. The cause of death was a hemothorax. The patient was implanted with cardiomems on (B)(6) 2022. Physician stated he believes the cause of the hemothorax was an access issue that occurred during the right heart catheterization portion of the cardiomems implant procedure, prior to insertion of the cardiomems device. During access the abbott steelcore guidewire had become caught inside of the non-abbott sheath. The physician stated that patient anatomy also contributed to this access issue.

Manufacturer narrative:
Correction to b2: disability or permanent damage should not be selected.

Event description:
Additional information provided on 09 dec 2022 from the reporting person reported a correction to the event description. It was confirmed that the guidewire used during access for the right heart catheterization was not the abbott steelcore guidewire. The manufacturing information regarding the access guidewire was not provided by the customer. Access was gained using an internal jugular (ij) approach with an 11 french non-abbott sheath. It was reported that when attempting to advance the guidewire through the sheath, the physician was unable to fully advance, due to difficult patient anatomy. The swan catheter had not been inserted at this time. The physician moved the guidewire back and forth several times in attempt to advance but was unsuccessful. The guidewire was then removed from the patient. After removal this guidewire was noted to be twisted. The first guidewire was discarded and a second guidewire was used to complete the procedure without incident. The patient showed symptoms of difficulty breathing post procedure and was retained overnight for observation. The patient arrested around midnight and the patient expired.